Event description:
Medtronic received information that a patient who had been implanted with a pipeline device had an intracranial hemorrhage after the embolization procedure. The patient had an endocranial hemorrhage on the left hemisphere as related to the intracranial hemorrhage. The patient was hospitalized until they died on (B)(6) 2019. They had a an intraventricular and subarachnoid hemorrhage on the left hemisphere, which resulted in neurological deficits. The patient had been treated with a blood transfusion. The site assessed the event as probably related to the disease under study and an underlying condition/disease, and possibly related to the device and procedure. The sponsor assessed the event as causal to the device, possible to dual antiplatelet therapy, and not related to the procedure. The patient was undergoing treatment for a saccular sidewall aneurysm located in the c6 segment of the left internal carotid artery. The max diameter was 26 mm, the dome height was 23 mm, the dome width was 24 mm, and the neck size was 10 mm. The parent artery was 3.2 mm distal to the aneurysm and 3.4 mm proximal. Complete neck coverage and wall apposition was achieved in the procedure, and post implant had shown significant stasis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.